Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels of 400 mg/dl and moderate ketone levels considered to be dangerous. Correction boluses via the pump were delivered, supply changes were performed and a manual injection was administered to address the bg level. Reportedly, the correction boluses did not decrease the customer's bg levels while the manual injections did decrease the bg level. The contact alleged the pump was the cause of the elevated bg levels. A system check was performed and the pump performed as intended. Recommendation was made to consult with their health care provider to discuss diabetes management. Reportedly, the customer reverted to manual injections for insulin therapy. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.